Event description:
It was reported that the patient went to bed with approximately 2 units of insulin remaining in the ilet and experienced insulin depletion overnight, resulting in hyperglycemia with a reported peak blood glucose of 377 mg/dl for about four hours until a new cartridge and infusion set were placed and glucose began trending down. Symptoms included elevated blood glucose without reported loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient hyperglycemia without medical intervention, hospitalization, or use of backup therapy. Investigation included troubleshooting and education conducted with the patient during the call. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that the event was attributable to hyperglycemia with an undetermined cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.